Manufacturer narrative:
Concomitant medical products: product ID 37642, implanted: (B)(6) 2015, product type: programmer, patient. Product ID 37086, implanted: (B)(6) 2015, product type: extension. Product ID 37612, implanted: (B)(6) 2015, product type: implantable neurostimulator. Product ID 37642, implanted: (B)(6) 2015, product type: programmer, patient. Product ID 3387s-40, product type: lead. (B)(4).

Event description:
A manufacturing representative reported that during the patient¿s first hospital visit after implant, abnormal impedances were measured. All impedance combinations with electrode zero were measured to exceed maximum values. During implant, impedances were measured to be normal. The manufacturing representative stated the impedance abnormality likely occurred after implant. The implantable neurostimulator (ins) was programmed using electrodes zero and one. The ins settings were changed to c+, 1-. No worsening of symptoms was observed after the change in settings. The patient¿s health care provider (hcp) stated that a ¿wire disconnection¿ or fracture occurred within a month of implant and the adapter was poor in quality. The hcp planned to change to devices from a different manufacturer. The patient had not fallen since implant. The patient¿s indication for use is dystonia. No outcome were reported regarding this event. If additional information is received, a follow up report will be sent. Refer to manufacturer report #3007566237-2016-00608 and 3007566237-2016-00609.

Manufacturer narrative:
Additional information received reported the issues had to do with the patient¿s extension and not the adapter, reference manufacturer 3007566237-2016-00608.

Event description:
Additional information received from the company representative clarified that the adapter was actually the extension.